Manufacturer narrative:
(B)(4).

Event description:
The pump was sounding a critical alarm. The pump was interrogated and telemetry showed that the pump was running in safe state mode and only delivering minimal infusion. The pump was reprogrammed and the alarm stopped. It will be 7 months until the pump reaches eri. It was unknown why the pump went into safe state mode by itself. The drug being administered via the pump was unknown. Additional information has been requested.